Event description:
It was reported sometime in (B)(6) 2007, before the newest implant in (B)(6) 2007, an x-ray was done and it was determined something was wrong with the leads and the implantable neurostimulator (ins) and both were replaced. It was stated the patient never knew what was wrong. It was also noted the programmer lights don¿t come on and it didn¿t beep, the patient was only able to turn on the stimulation on with the device, not off.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID neu_ptm_prog, product type: programmer, patient. (B)(4).